Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was in safety mode approximately four months after implant. This patient also reported diaphragm stimulation from unipolar pacing. Technical services (ts) was consulted for troubleshooting and recommended device replacement. This crt-d was explanted and replaced with a new one and the patient has fully recovered. Other than the surgical procedure and diaphragm stimulation, no additional adverse patient effects were reported. This crt-d has been returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was in safety mode approximately four months after implant. This patient also reported diaphragm stimulation from unipolar pacing. Technical services (ts) was consulted for troubleshooting and recommended device replacement. This crt-d was explanted and replaced with a new one and the patient has fully recovered. Other than the surgical procedure and diaphragm stimulation, no additional adverse patient effects were reported. This crt-d has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.